Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level estimated to be 1000 mg/dl; cause was unknown. The customer addressed their bg with a correction bolus and manual injection. Customer was treated with intravenous fluids of saline and insulin in the ICU. The customer was released from the hospital with the issue resolved and no verified permanent damage but was unable to provide date of discharge. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.